Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter, with a deflated balloon, fell out of the patient due to water leakage.

Manufacturer narrative:
Received 1 used catheter. The reported issue was confirmed; however, the cause is unknown. Visual inspection noted a cuff roll/ ridge on the catheter balloon. Per functional evaluation, the balloon was inflated 10cc of air using a syringe and it was deflated. After the balloon was inflated with 10 cc of a mix of tap water and blue methylene using a syringe and the water came off due to a pinhole. The sample was observed under 10 x magnification and no embedded particles were found on the balloon area . Dimensional evaluation results are as follows: short side= 0.7235¿, long side=0.7410¿ (per dwg8040 the active length is 0.6¿ to 0.9¿). The catheter active length was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities. 3cc balloon: use 5ml sterile water. 5cc balloon: use 10ml sterile water. 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." (B)(4).

Event description:
It was reported that the catheter, with a deflated balloon, dislodged from the patient due to water leakage. During sample evaluation a ridge was found on the balloon.